Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. As a result of wear on the angle wire, the bending angle in the 'down' direction was out of specification. Additionally, as noted in describe event or problem, foreign material was discovered on the distal end of the device. Furthermore, the light guide bundle was broken, the adhesive was detached, and the universal cord was scratched. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus duodenovideoscope due to a reduced angulation and insufficient lighting issues noted during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, foreign material was discovered at the distal end of the subject device. This report is being submitted to capture the foreign material noted on the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation, to update b5 and to correct d9 and g3 of the initial medwatch. Additional information to b5 of the initial medwatch. This event occurred during inspection and had no patient involvement. Correction to d9 of the initial medwatch. Date returned to manufacturer should be 13-feb-2022 (utc). Correction to g3 of the initial medwatch. The aware date should be 13-feb-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. - foreign material adhered around the forceps elevator. - the bending section rubber glue was detached. - universal cord was scratched. - insufficient angulation range. - insufficient light intensity. - lighr gide lens glue was discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
This event occurred during inspection and had no patient involvement.